Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call of high blood glucose of 542 mg/dl. Customer indicated that the pump ran out of insulin and treated with a shot. Troubleshooting was offered but customer declined. No further details given.